Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The drive support disk was inspected and there was no anomaly. The insulin pump was received with cracked reservoir tube, cracked case display window corner, cracked reservoir tube window and shifted end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call low blood glucose, high blood glucose and cosmetic damage. Customer's blood glucose level went as low as 40 mg/dl. Troubleshooting for cosmetic damage was performed. Customer's wife advised the patient had a crack on the front right side of the insulin pump where the reservoir is inserted. Customer advised the drive support cap appeared flush. Customer's wife reported the patient felt lethargic, nausea and treated their blood glucose levels with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.